Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) could not be confirmed. The mitral regurgitation (mr) appears to be due to the slda. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, a planned procedure was performed to implanted a left atrial appendage (laa) occluder. The device was successfully implanted. It was noted the mitraclip remained firmly attached to both leaflets. On (B)(6) 2021, echocardiography was performed and show the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2021, an additional mitraclip procedure was performed to stabilize the slda and treat the recurrent mr. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1-2. No additional information was provided.